Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2013. On an unknown date it was noted there was perforation. The filter was noted to be tilted. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2013. On an unknown date it was noted there was perforation. The filter was noted to be tilted. No further patient complications were reported. It was further reported that the patient was diagnosed with peripheral pulmonary emboli. The patient was placed on coumadin. On a later date within the month the patient came back with questionable new pulmonary emboli despite being on coumadin. The patient had lower extremity venous duplex that showed no thrombus in the lower extremity veins or the upper extremity veins. As a result, the patient received a greenfield filter. The patient tolerated the procedure well. On (B)(6) 2017 the patient received a CT scan without contrast. Findings revealed that the tip of the filter is at the level of the inferior endplate of the l2 located approximately 2.7cm inferior to the take off of the renal veins. Of the 6 prongs of the ivc filter, the 3 most posterior prongs are extending outside of the boundaries of the vena cava with fat plane between the prongs and the wall of the ivc measuring between 0.9mm and 1.4mm for all 3 prongs. There is no evidence of stenosis, bending or fracture of the ivc filter.